Event description:
It was reported that patient's right ventricular (rv) lead exhibited noise oversensing. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
The reported events of noise and lead fractures were not confirmed. As received, a partial lead was returned in two pieces. X-ray examination did not find any indication of internal shorts or conductor fractures. During electrical testing the lead failed test due to procedural damage at the proximal region of the lead. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. No anomalies were found.